Event description:
It was reported that the ventilator's touchscreen was not working. There was no patient involvement. The customer was provided with part number for user interface assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up the customer reported that the user interface assembly was replaced to address the issue.

Manufacturer narrative:
A user interface (ui) assembly was return for analysis. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that there was a burn out cold cathode fluorescent lamp (ccfl) backlight that caused the ui to be dark.